Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that there was an issue withdrawing the 3.75 x 15 mm nc trek balloon catheter. The procedure was successfully completed using an unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No other information was provided.

Event description:
Subsequent to the initial report: it was reported that a 3.75 x 15 mm nc trek balloon catheter was used for pre-dilatation where the balloon was inflated one time to 10 atmospheres. An unspecified stent was implanted. And the same trek balloon catheter was being used for post-dilatation; however, the catheter could not be removed, so all devices were removed as a single unit. The procedure was successfully completed using an unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No other information was provided. Returned device analysis revealed a proximal shaft separation that has been confirmed to have occurred during the procedure.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.